Manufacturer narrative:
The customer reported a higher than expected vitros phyt result for a single proficiency sample run on a vitros 5,1 chemistry system. The assignable cause of the event was user error due to inappropriate interpretation of an instrument wash error flag generated by the vitros 5,1 instrument. The customer incorrectly assumed the wash error flag was generated because the sample was outside the phyt measuring range, and incorrectly diluted the sample 2x, prior to retesting. The vitros 5,1 instrument operated as intended when the wash error flag was generated. The investigation found no evidence to suggest a malfunction of the vitros 5,1 fs chemistry system or vitros phyt reagent.

Event description:
A customer observed a lower than expected vitros phyt result on a single proficiency fluid tested on a vitros 5,1 fs chemistry system. Vitros phyt result 10.6 ug/ml versus expected 8.7ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No vitros phyt patient results have been questioned; however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number# (B)(4).